Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-34924. It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right ventricular and right atrial lead were oversensing noise. Both leads were explanted and replaced. The patient had no adverse consequences from the procedure.